Event description:
A customer contacted stryker to report that their device would not provide voice prompts when the lid is opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was able to duplicate the reported issue. It was also observed that the magnet was missing from the lid of their device. After replacing the lid, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.